Event description:
Material#: 382830, batch#: 4247280. It was reported by customer that 2 instances of solumedrol coring with blunt tip needles. Fragments found in syringe, not administered to patient. Rn attempted to draw up two different vials using 2 different blunt tip needles and had issue both times. Verbatim: incident: ¿2 instances of solumedrol coring with blunt tip needles. Lot for blunt tip needles: 4247280 bd blunt tip needle lot for solumedrol: ly3893. Fragments found in syringe, not administered to patient. Rn attempted to draw up two different vials using 2 different blunt tip needles and had issue both times.¿

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) follow up. It was reported there were two instances of solumedrol coring with blunt tip needles. As a physical needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. One photo shows a needle assembled to a syringe with a particle in clear solution. The second photo shows a packaging blister top web, a packaging blister with a needle assembly, and two vials. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4247280. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.